Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The following sections could not be completed with the limited information provided. Date of event - ni; date implanted - ni; date explanted - ni; initial reporter. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01372 & 01942).

Event description:
Patient underwent a closed reduction procedure due to luxation of the prosthesis. During the closed reduction, the head dislocated from the cup. The patient was subsequently revised after a one hour delay. No further information has been provided.